Manufacturer narrative:
Model number: cuff: 72400166, balloon: 72400024; catalog number: cuff: 72400166, balloon: 72400024; expiration date: cuff: 05/19/2010, balloon: 04/30/2012; lot number: cuff: 418273009, balloon: 493151011; UDI #: cuff: (B)(4), balloon: (B)(4); manufacture date: cuff: unknown, balloon: 05/2007. Device evaluation: the complaint components were returned and analyzed. The reported allegation of recurring incontinence and fluid loss was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff and balloon removed on (B)(6) 2018 due to recurring incontinence and fluid loss. New aus components were implanted.

Manufacturer narrative:
Model number: cuff: 72400166; balloon:72400024. Catalog number: cuff: 72400166; balloon: 72400024, expiration date: cuff: 05/19/2010, balloon: 04/30/2012. Lot number: cuff: 418273009, balloon: 49315101.1 (B)(4). Manufacture date: cuff: unknown; balloon: 05/2007.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff and balloon removed on (B)(6) 2018 due to recurring incontinence and fluid loss. New aus components were implanted.